Event description:
The customer reported 3 false positive rsv results on the alinity m resp-4-plex assay. The customer reported that they have been receiving rsv reactive negative controls on their alinity m resp-4-plex assay. The molecular application specialist (mas) reviewed result spanning the june 11-20 timeframe and found three error code (ec) 9193 (negative control is reactive). A total of 34 samples had a target cycle threshold (CT) of >35. However, 31 of these samples were on a run with a reactive negative control and were therefore excluded. On the runs with valid controls, there were 3 false positive results. Troubleshooting and decontamination are ongoing at the site. There has been no report of impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer associated with MDR 3005248192-2022-00707 later provided a list of sample ids they considered suspect. It is unknown if these samples are inclusive of the initial 3 false positive results reported in MDR 3005248192-2022-00707, so additional mdrs were submitted for each of the reported run dates.

Manufacturer narrative:
Updated b5 to clarify that the customer later provided a list of sample ids they considered suspect. It is unknown if these samples are inclusive of the initial 3 false positive results reported in MDR 3005248192-2022-00707, so additional mdrs were submitted for each of the reported run dates. The following mdrs are associated with this observation: 3005248192-2022-00707, 3005248192-2022-01198, 3005248192-2022-01199 and 3005248192-2022-01200. Additionally, the customer experienced a similar observation on alinity m sars cov-2, which was submitted via MDR 3005248192-2022-01149. Updated g4 with n/a. The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 3005248192-2022-00744 follow up report 1 3005248192-2022-00765 follow up report 1 3005248192-2022-00796 follow up report 1 3005248192-2022-01095 3005248192-2022-01096 3005248192-2022-01097 3005248192-2022-01098 3005248192-2022-01099 3005248192-2022-01100 3005248192-2022-01101 3005248192-2022-01102 3005248192-2022-01103 3005248192-2022-01104 3005248192-2022-00716 follow up 01 3005248192-2022-00791 follow up 01 3005248192-2022-00735 follow up 01 3005248192-2022-00904 follow up 01 3005248192-2022-00705 follow up 01 3005248192-2022-01123 3005248192-2022-01124 3005248192-2022-01125 3005248192-2022-00752 follow up 01 3005248192-2022-00753 follow up 01 3005248192-2022-00743 follow up 01 3005248192-2022-00719 follow up 01 3005248192-2022-00978 follow up 01 3005248192-2022-00979 follow up 01 3005248192-2022-00980 follow up 01 3005248192-2022-00937 follow up 01 3005248192-2022-01017 follow up 01 3005248192-2022-01018 follow up 01 3005248192-2022-01148 3005248192-2022-00934 follow up report 1 3005248192-2022-00942 follow up report 1 3005248192-2022-00943 follow up report 1 3005248192-2022-00944 follow up report 1 3005248192-2022-00945 follow up report 1 3005248192-2022-00946 follow up report 1 3005248192-2022-00920 follow up report 1 3005248192-2022-00921 follow up report 1 3005248192-2022-00922 follow up report 1 3005248192-2022-00923 follow up report 1 3005248192-2022-00924 follow up report 1 3005248192-2022-00925 follow up report 1 3005248192-2022-00926 follow up report 1 3005248192-2022-00927 follow up report 1 3005248192-2022-00928 follow up report 1 3005248192-2022-00929 follow up report 1 3005248192-2022-00930 follow up report 1 3005248192-2022-00931 follow up report 1 3005248192-2022-01198 3005248192-2022-01199 3005248192-2022-01200